Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.the 10 4mm blood sets, all lot # 08c22v792, were reported to have grease in their drip chambers. This medwatch is for set 8 of 10.

Event description:
It was reported that during an unknown procedure, scissoring occurred. Although the device was fired several times without tissue outside the patient to check its function, the event continued. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested, but no further details were available. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.